Event description:
One pt sample with discrepant tsh results which occurred in 2007. Same sample used for repeat testing on same analyzer. Initial result gave 0.103 uiu/ml. The original sample was pulled and repeated three days later, resulting at 0.81 uiu/ml. Erroneous result reported. Pt not adversely affected. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.